Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips didn't hold after placing because they are malformed. Hemostasis was not entirely completed after section of the cystic artery between two clips. Unknown how case was completed. There were no adverse consequences for the patient.